Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified artery. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with an 8mmx4cm non-bsc balloon catheter. There were no patient complications nor injury reported.

Manufacturer narrative:
Device evaluated by MFR: a mustang balloon device was received for analysis. A visual examination confirmed that the balloon had been subjected to positive pressure and saline solution was visible within the balloon. A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was identified 3mm proximal to the proximal edge of the proximal markerband and extended 39mm distally along the balloon material. In addition at the distal end it was noted that the balloon material was torn circumferentially but none of the balloon material had detached. The tear measured approximately 2mm in length. A visual and microscopic examination could find no issue with the devices markerbands or tip. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained utilizing a contralateral approach. The 99% in-stent restenosed target lesion was located in the moderately tortuous and severely calcified artery. An 8.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed with an 8mmx4cm non-bsc balloon catheter. There were no patient complications nor injury reported.